Manufacturer narrative:
Product complaint (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - device history reviewed: 4 unrelated non-conformances on this lot number. Final quantity released: (B)(4). Expiry date: (B)(6) 2020 final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Dmf# 13704, trade name: gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form: powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a sigma total knee done on (B)(6) 2019 and a revision of tibial component on (B)(6) 2020 (no der record in the system). The patient complaint of pain and instability with knee "giving out". The femoral and the tibial components were removed and an attune revision was performed. Doi: (B)(6) 2019, 1st revision: (B)(6) 2020 (tibial component), 2nd revision: apr 8 2021 (femoral and tibial components), left knee.